Event description:
On 02-jul-2021: follow up information was submitted to update event country, awareness date and the result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in japan. On 26-apr-2021, it was reported that the patient's infusion set's tubing was pulled out naturally. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing was pulled out naturally. No further information available.